Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with minor scratched lcd window. No cracks noted on lcd window noted.

Event description:
The customer reported via phone call that insulin pump had crack on the screen. Customer's blood glucose level was 118 mg/dl. Customer stated insulin pump was no longer working. Customer stated transmitter was broke along with insulin pump. Customer stated insulin pump accidentally dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.